Event description:
The user facility reported that a 53-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows. Previously, an impella cp provided support for three days but was replaced with an impella 5.5 after the patient developed thrombus. The 5.5 pump was subsequently removed, and a small bit of clot was noted on the cannula. Ultimately, the decision was made to place the same device back in the patient, and flow at whatever p level possible as the alternative to no device. The device was reinserted again, and entrained clot once started. The patient remained on p-6 until transfer to the ICU at about 1.6lpm of flow and no drips. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was not returned for evaluation. Analysis of the data logs did not reveal any performance issues. Based on the available information the root cause of the low pump flow was most likely biomaterial per clinical account. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03489 was provided in sections b1, b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).